Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited asystole during an ablation procedure with the device in electrocautery mode. Boston scientific technical services discussed with the field representative that the device has a protective mechanism that causes the device to truncate any pacing that is occurring at that moment, and for the next 160 milliseconds, in the case that a current is seen on the leads that exceeds a certain threshold (ie, from an external source such as cautery, rf ablation, external defibrillation). The device threshold was increased and remains in service. No additional adverse patient effects were reported.